Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's gantry doors would not close, the system would not dock and was completely down at this time. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1502 was coded for the system not docking. A150204 was coded for the gantry not closing. H3, h6: the system was serviced in the field and the rotor was misaligned. The rotor was realigned to resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.